Event description:
The customer reported the system intermittently displayed a charger fail error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries and charger were replaced. The system was then found to be working as intended.